Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being an allegation of a staple line bleed, which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex e, annex f, annex a and annex g b1 updated from "adverse event" to "adverse event and product problem" annex e updated to include e0506 due to the report of ¿leak¿ annex f updated to include f23 due to the report of ¿patient returned on post-operative day #8.¿ annex a updated to include a050704 due to the report of ¿staple line leak¿ annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. In addition, the following information is unknown: if the surgeon experienced any stapling related issues during the da vinci-assisted surgical procedure, the integrity of the tissue at the time of the surgery, if there was any tissue tension or bunching, if the patient experienced any intra-operative complications, and what medical intervention was administered due to the post-operative staple line bleed. Isi has attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The system logs show that a sureform stapler 60 instrument (part #480460-08, lot #l90190805-0106) fired seven sureform 60 reloads (1 white + 6 blue). All firings were completed per the system logs without any pauses for compression. There were no incomplete clamps in the logs. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part #480422-01; lot #m91200123-0198) is a single use instrument and site reviews have shown that no complaints were filed against the instrument mega suturecut needle driver (part #470309-14; lot #n10190701-0092) and site reviews have shown that no complaints were filed against the instrument. Suction irrigator (part #480299-06; lot #k10200121-0090) is a single use instrument and site reviews have shown that no complaints were filed against the instrument as of 06/23/2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient returned on post-operative day #8 as a result of a staple line bleed. It is unclear what medical intervention, if any, was administered due to the post-operative complication. In addition, the cause of the post-operative bleed is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient returned on post-operative day #8 with a staple line bleed. The patient reportedly had a hemostat above the staple line which was bleeding. During the surgical procedure, the surgeon had reportedly used blue and white sureform stapler 60 reloads with a sureform stapler 60 instrument. At this time, the cause of the post-operative complication is unknown. No further clinical information was provided.